Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. Upon receipt, a visual inspection was performed, and no anomalies were observed. In-house testing of the returned sensor showed no malfunction. A further review of the in-vivo raw sensor data showed optical instability around the time frame of the reported inaccuracies. This could not be reproduced during in-house testing, and this may occur in some instances where a failure mode present in the body is not replicated in the lab. The root cause for the observed optical instability could not be determined, but may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. The user was provided with a replacement sensor as part of the resolution.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. The case was escalated, and upon review, customer care determined that the system experienced a period of instability on (B)(6) 2025. Upon further monitoring, customer care advised the user to perform a sensor re-link to allow the system to re-initialize and converge faster. Following the sensor relink, additional monitoring ndicated that the system was stabilizing, with continued improvements in performance. The user was advised to continue using the system, and the user agreed. Dms indicates ongoing usage of the system and that all information is up to date.